Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level had rose to 321 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. It was reported once the pod was removed from the infusion site the cannula was found to be bent. As treatment, the patient administered a bolus.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in a failure of the needle to properly deploy. The device ran for 4018 pulses and was deactivated by the user. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. No other damages or manufacturing deficiencies were found.